Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2023. During the procedure, the clip could not be deployed inside the patient's body. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: the 2 affiliated (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed. Block h10: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found thattthe clip assembly bottom part is deformed. The catheter is unraveled at the distal end. No other problems with the device were noted. Functional inspection was performed, and it was observed that the handle does not have communication with the clip assembly. The reported event of clip could not be deployed was confirmed. It was found evidence that match with a problem to release the clip from the catheter due to the clip assembly was highly stuck with the bushing. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. This is likely due to procedural factors and handling manipulation such as the customer reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patient's body. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.